Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Event description:
Healthcare professional additionally reported left side "any creases".

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, void >1 mm in non-textured and two linear openings. A microscopic analysis and leak test were performed which identified: one opening crease smooth, wear abrasion and one opening striated. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one opening crease smooth assessed as fold flaw opening. One opening striated assessed as surgical damage. Additional, changed, and/or corrected data: b.5., h.3., h.6.